Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the high blood glucose. The customer's blood glucose was 432, 356 mg/dl. The customer was treated with the manual injection. The customer declined the troubleshooting. The product will not be returned for analysis.